Manufacturer narrative:
Supplement #1 medwatch submitted to the FDA on 13/jan/2021. Device evaluation summary: the device was returned to the apollo device analysis laboratory on (B)(6) 2020. A deflated balloon with blue/green discoloration was returned for evaluation. A syringe was used to push liquid through the slit valve and there were no blockages, and the flow of liquid was continuous and unobstructed. During pushing of the liquid through the slit valve, there were several slits observed on the shell as liquid seeped out. Under microscopic analysis, the openings on the shell were noted to have striated edges, consistent with damage from a surgical tool for removal purposes. An air leak test was not feasible due to the small slits on the shell. The complaint could not be verified as it is uncertain the cause of the deflation with the returned device due to the slits on the shell for removal purposes.

Manufacturer narrative:
Initial medwatch submitted to the FDA on 17/sept/2020. A review of the device labeling notes the following: the current orbera® intragastric balloon system directions for use (dfu) addresses the known and anticipated potential events of "deflation" as follows: "the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response." "Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms." "Complications: possible complications of the use of the orbera system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Abdominal or back pain, either steady or cyclic. Deflation and subsequent replacement." "Deflated device should be removed promptly."

Event description:
The patient urinated blue. Balloon deflated, and was removed successfully.